Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement. When the physician explanted the right atrial (ra) lead, the rv tissue ingrowth pulled the rv lead and was dislodged. As a result, a new rv lead was successfully implanted. No additional patient adverse effects were reported.